Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: leak test failed. Release valve defective no patient involvement.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: "leak test failed. Release valve defective". The issue was identified during maintenance and therefore without any patient's involvement. Logfiles were requested, but no information was provided (3 reminders). The most probable root cause is a defective valve assembly. Unfortunately, there was no information received regarding the requested replacement.